Manufacturer narrative:
H6; code 100: received with broken c-tip, fractural proximal to gusset. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the c-hook tip had broken from the shaft during surgery, making the instrument non functional. The dissector was received with the c-tip fractured off just proximal to the gusset and it was returned in a separate bag. The dissector would not function as designed due to a broken c-hook tip and no conclusion could be reached as to how this damage had occurred. Each instrument is evaluated during the assembly process to ensure that it functions properly. The dissector's c-hook may become compromised if excessive force of torquing is applied to the tip.

Event description:
During an endoscopic vessel harvesting for a coronary artery bypass graft the "c" shaped tip of the vessel dissector broke off in the patient as the surgeon used the device for dissection from the knee to the groin. An incision was made to remove the broken piece of the instrument. The svvd1 was from the ftv04 kit. 2/17/1997 1525 made courtesy call to risk management, she stated she would try to obtain additional information for the cin. She also requested the cin contact biomedical engineering. The cin left pm. 2/18/1997 1845 safety officer returned the telephone call and stated he would fax information to the cin. 2/21/1997 1130 sales rep stated she spoke with one of the surgeons in the case and the incision made to retrieve the piece of the instrument was one which was going to be made anyway to complete the case. It was not an incision made solely to retrieve the piece.